Event description:
Trimed received the following report on (B)(6) 2018 from trimed sales member located in australia, regarding the self-drill cannulated compression screw l thd 5.5, 56mm: during a intra-operative procedure, it was discovered that the self-drill cannulated compression screw l thd 5.5, 56mm (l5556) had the screw end snap off halfway through inserting into the bone. All parts of the screw were recovered from the patient. It was determined that the bone was quite sclerotic compared to usual. This incident did not cause any further harm to the patient. This is the first time this type of malfunction has been reported to trimed.